Event description:
It was reported to fresenius that the multifiltrate pro machine encountered an internal error during a patient¿s continuous renal replacement therapy (crrt) treatment and unexpectedly shut down. The reported issue occurred approximately 5 hours and 45 minutes after treatment initiation. The bedside nurse who observed the event stated the machine also made a loud noise before alarming and shutting down. The reported issue prevented the patient¿s blood from being returned. The patient¿s estimated maximum blood loss (ebl) is approximately 500 ml. There was no serious injury or require medical intervention reported. The machine was able to power on and pass the self-test following the reported event. A sample is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
Correction: a2 (date of birth of patient was reported without a full date as 1971. The patient's date of birth will be reported as 1971-01-01). A3, a4, b5, b6, b7.

Manufacturer narrative:
Plant investigation: machine files were provided to the manufacturer for physical evaluation. The event date was not included in the stored memory that was provided. A conclusion regarding the definitive cause of the received error cannot be determined without this information. However a review of similar complaints indicates that this a known failure related to the design of the device. The reported event can be confirmed. 9040.1 is a collective error code for multiple pgm (poisson, gaussian, and multiplicative) miscalculation. There are many sources of a pgm error. This error usually leads to the termination of treatment. Treatment can continue after restarting the machine. Manual blood reinfusion should always be possible and is described in the instructions for use (IFU). A physical evaluation was not required since there is no hardware type associated with this complaint. Additionally a review of the device history record is not required.

Event description:
It was reported to fresenius that the multifiltrate pro machine encountered an internal error during a patient¿s continuous renal replacement therapy (crrt) treatment and shut down. The reported issue prevented the patient¿s blood from being returned. The patient¿s estimated maximum blood loss (ebl) is approximately 500 ml. There was no serious injury or require medical intervention reported. The machine was able to power on and pass the self-test following the reported event. A sample is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the multifiltrate pro machine encountered an internal error during a patient¿s continuous renal replacement therapy (crrt) treatment and shut down. The reported issue prevented the patient¿s blood from being returned. The patient¿s estimated maximum blood loss (ebl) is approximately 500 ml. There was no serious injury or require medical intervention reported. The machine was able to power on and pass the self-test following the reported event. A sample is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.